Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, the report of suspected pump thrombosis could not be confirmed through review of the submitted log file and submitted computed tomography (CT) images. The account later reported that the patient denied any symptoms and did not undergo any treatment for the suspected clot. Ldh level reportedly trended down to baseline, and the patient is stable at home. The submitted log file contained data from 18dec2020 through (B)(6) 2021. Transient elevations in pump power and estimated flow were observed, with some of the elevations captured during pulsatility index (pi) events. No other notable events were observed. The pump appeared to have operated as intended above the low speed limit throughout the log file. A specific cause for the observed fluctuations in pump parameters could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the heartmate ii IFU, ¿introduction¿, lists device thrombosis and hemolysis as potential adverse events that may be associated with the use of the heartmate ii lvas. Section 1 also addresses all pump parameters including pump speed, power, flow, and pi. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the heartmate ii IFU, ¿patient care and management,¿ outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. This section outlines indications of pump thrombosis as well as how to respond to such events. Additionally, under ¿pump performance monitoring¿, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient previously underwent pump exchange for suspected device thrombosis (B)(6) 2017 reported in MFR report # 2916596-2017-01497.

Event description:
It was reported that the patient was experiencing multiple events of increased flow and increased power. The patient had elevated lactate dehydrogenase (ldh) and creatinine and decreased hemoglobin levels on (B)(6) 2021 but did not present to the hospital until (B)(6) 2021 when they were admitted. The patient had fluctuating inr as low as 1.65 and was known to miss inr clinic appointments. On (B)(6) 2021, the patient's ldh was initially elevated at 2000 u/l (baseline 400-500 u/l) but had decreased to 1125 u/l. Creatinine was also initially elevated to 2.33 but had decreased to 1.51 on (B)(6) 2021. The patient has a history of pump thrombosis in the past. The submitted log file noted elevated flows which appeared due to something building up on the rotor of the pump. CT scan on (B)(6) 2021 showed outflow cannula clot. The patient denied symptoms and received IV hydration and continued anticoagulation. The patient to be worked up outpatient for pump exchange.

Event description:
It was reported that the medwatch report mw5163114 was received on (B)(6)2024. The patient's hemoglobin dropped from 15 to 12 over a two month period. Lactate dehydrogenase (ldh) was at 2000 and trended down to 1510 within 3 days. The patient was back to baseline ldh (300-600) after about one month. Haptoglobin was undetectable. There was a computed tomography angiography (cta) of the left ventricular assist device (lvad) with an outflow cannula clot. There were no patient symptoms. There was no treatment received by the patient. There were no changes to the patient condition that may have contributed. It was unknown if thrombus was resolved and there was no further imaging. It was unable to be confirmed if the drop in hemoglobin was due to thrombus. There were no other signs or symptoms of bleeding. Log files were not available.

Manufacturer narrative:
Section e4: medwatch report mw5163114. No further information was provided. The manufacturer is closing the file on this event.